Event description:
It was reported that during a percutaneous interventional procedure, a stent moved on a balloon. The 100% stenosed lesion was located in the severely tortuous and calcified common iliac artery (cia). A v18 guidewire crossed the lesion. The lesion was predilated with a sterling balloon 6x4mm. The express-vascular ld, pmtd, 7.0x30x75cm stent was advanced to the lesion but was unable to cross the lesion. The stent moved approximately 5mm on the stent delivery system balloon. The device was withdrawn and retrieved into the sheath. The lesion was dilated again with a sterling balloon. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)